Manufacturer narrative:
Patient information has not been provided. A follow-up report will be filed if this information is received. Sorin group (B)(4) manufactures the apex oxygenator and the 510(k) number is k083021. The oxygenator is a component of the custom perfusion pack. This medwatch is being filed on behalf of sorin group (B)(4). It was reported that after initiating an emergency bypass, the perfusionist noticed blood leaking from the apex oxygenator. The membrane was changed out. The product has been returned for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete. There was no report of patient injury. The facility reported that there was approximately 320 cc blood loss and that the patient received two units of blood due to low hematocrits. Although it was stated that the facility was unsure if the low hematocrits were due to the blood loss or the emergency case, this medwatch report is being filed as a result of this action.

Event description:
It was reported that after initiating an emergency bypass, the perfusionist noticed blood leaking from the apex oxygenator. The membrane was changed out. Blood loss was approximately 320 cc. The patient was given two units due to low hematocrits. The report indicted that the facility was unsure if the low hematocrits were due to the blood loss or due to the emergency case. It was reported that the patient is fine.